Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received the following results on the advantage system within 10 minutes while using comfort curve test strips: 301 mg/dl, 85 mg/dl, and 87 mg/dl. Low blood glucose symptoms were reported with these results. Customer was able to self-treat with a peanut butter and jelly sandwich and low blood glucose symptoms improved 15 minutes later. On a different date, customer received results of hi (greater than 600 mg/dl) mg/dl and 130 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. High blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.